Manufacturer narrative:
The ge service rep conducted an onsite investigation. The connectors and circuit boards were cleaned and reseated. The voltage was checked and adjusted. The image directory was cleaned and rebuilt. The system was tested and operates as intended.

Event description:
The customer reported that the system would not save an image. No pt injury was reported.